Event description:
Reportable based on analysis completed (B)(6)-2011. It was reported that during percutaneous coronary intervention a cutting balloon rupture occurred. The lesion being treated was 90% stenosed with calcification and located in the moderately tortuous left anterior descending artery. Upon the first inflation, the 10 x 4.00mm flextome cutting balloon ruptured at 12atms. The procedure was completed with a different device. No patient complications were reported, and patient status was listed as good. However, analysis noted a partial blade detachment.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. A visual examination identified solidified blood within the balloon and inflation lumen. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure; however, due to the solidified blood, it was not possible. The balloon was immersed in water where a leak was identified due to air bubbles coming from the balloon. A microscopic examination of the balloon material observed that the pinhole leak was located at the proximal end of a blade. Approximately 2.5mm of another proximal blade was detached. The pad was intact. All remaining blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. A non bsc mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).